Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service test, the device does not recognize battery when plugged in. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found that the barrel clamp head was missing, the corners of the top case were chipped, and the left plunger case and ac receptacle were damaged. During the functional test, it was found that the battery was not recognized by the pump and all the values were zero. The root cause was found to be that the interconnect board no longer operates properly. No visible damage was found on the board. Interconnect board and battery were replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.